Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device ran in the safety position and was running at 70,541 rpm which is below the operational specification (76,000-85,00 rpm) and the hose was missing the prv. It was also observed that the pawls were worn out causing the device to run in the safety position (powerbroken) and the vanes were worn out causing the device to run at a low rotations per minute (rpm). Therefore, the reported condition was confirmed. The root cause for the device being power broken was failure to follow the directions for use and running the device in the safe or load position this is user error. The root cause for component damage was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handpiece device was not working properly. During in-house engineering evaluation, it was determined that the device ran in the safety position (powerbroken). The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.